Event description:
The account generated a depressed architect c8000 iron result on a pt that did not correlate with other methods. The pt tested architect c8000 iron = 7 ug/dl, roche method = 42 ug/dl and kovalente method = 40 ug/dl. The depressed architect c8000 iron result was not reported outside of the laboratory. No impact to pt management was reported.

Manufacturer narrative:
Investigation in process, no results or conclusion can be drawn. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.